Event description:
It was reported a pump replacement was planned due to 'pump not working' following a patient fall. The patient fell on (B)(6) 2012, and the pump was subsequently 'not working.' The patient was having an MRI for an unspecified reason, and at that time indicated that the pump was to be replaced because of the fall. The medications in the pump were hydromorphone and bupivacaine. No other details were provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received: the pump had a low reservoir alarm. The health care provider (hcp) ran a test that showed the pump did not work.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot# n166934007, implanted: (B)(6) 2009, product type catheter. (B)(4).